Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. She noted that she falls out of bed regularly. Additional information indicated the pt was still having concerns with her device or therapy but had not sought further help. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the patient's implantable neurostimulator (ins) has not worked in two years. The patient was scheduled to have her ins checked, but family matters got in the way. The patient intended to schedule another checkup and have the device removed if it was found not to be working. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported the patient had wetting episodes since two years prior. The device had 'stopped working 2 years ago.' The patient had not followed up with a health care provider regarding the issue.